Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed a signal too low alarm, displayable history check failed alarm, and an unexpected restart alarm. Customer's blood glucose was 9.8 mmol/l. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked lcd keypad connector. The keypad trace was inspected and no anomalies were noted. The pump passed the self test, error test and displacement test. No unexpected alarms were noted. The pump was received with multiple alarms in the history file due to corrupted history file, minor scratches on the lcd window, and cracked battery tube threads.